Event description:
Jackson pratt drain broke while being pulled by nurse. Physician utilized local anesthesia to enlarge the wound and remove the retained drain segment. Pt tolerated the procedure well. Physician reported that the drain had been accidentally caught by the retention sutures. This info indicates that this was a user error, rather than a device malfunction.